Event description:
Pt had PICC placed by IV therapy. On a subsequent x-ray, a wire fragment was found in the pulmonary artery. Estimated length of the object is approximately 6 cms. Pt was in ICU and very ill. Pt died and autopsy was performed to retrieve the object and determine cause of death. Death (unrelated to event).

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review showed one other similar product complaint file(s) from this lot. (274519).